Event description:
It was reported to medtronic minimed that the customer experienced retainer ring damage, damage (physical or cosmetic). The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed. Customer reported physical damage to the retainer ring on the pump, crack going around the around the battery compartment and to the front side of the pump. No harm requiring medical intervention was reported. Customer will discontinue the use of insulin pump. Mmt-1880 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump was received with cracked battery tube threads, cracked case at the battery tube side, cracked case at the corner of the belt clip rail, missing retainer ring, missing reservoir tube o-ring and broken reservoir tube lip. The test p-cap and reservoir will not lock in place in the reservoir compartment due to missing retainer ring. The following were noted during visual inspection: minor scratched display window, scratched case, stained/peeling serial number label, scratched keypad overlay, pillowing keypad overlay and stained keypad overlay. Cosmetic damage was confirmed at the back of the pump. Missing retainer ring confirmed. Reservoir unable to lock into place confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.